Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the cartridge and resuming insulin.